Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated there were missing bolus records. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: during investigation, the bolus history showed the following boluses manually programmed & fully delivered a 5.1u at 12:54, a 1.0u at 15:39, a 4.5u at 15:58 and a 3.85u at 21:20. The black box showed two errors, alarms and warnings due to a partial delivery user aborted (pump) warning. The pump powered on with vibratory and audible features. The ez-prime sequence was successfully completed. A manual normal 10u bolus and 10u audio bolus were completed successfully. Both were accurately recorded in the pump history. The bolus history found to be recording properly during testing. No hypersensitive keys were observed on the keypad. The original complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).